Event description:
The user alleges that in use they had one resuscitator that the oxygen line became disconnected. There was no adverse out come reported. They also stated that they audited this lot and found all of the resuscitators had the oxygen line disconnected.